Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: image has noise, pink/blue lines and component failure of the electronical component. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: screen discolored with lines through caused by component failure of the electronical component. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gynecologic laparoscope had a discolored screen with lines through it. The issue was found during inspection for use of the device. There was no patient involvement.